Event description:
Caller asking for review of cl with at/af episode on (B)(6) 2022, that shows evidence of atrial oversensing of noise. P wave measurement is stable around l.6mv; sensing is 0.45mv bipolar. Discussed attempt to program less sensitive, but it may not eliminate the oversensing of noise. Lead impedance and threshold trends are stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).